Event description:
Rv lead fracture/malfunction following implant of leadless ipg. The rv lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).